Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 11/23/2015-device evaluation:the pump has been returned and evaluated by product analysis on 11/09/2015 with the following findings: a review of the pump black box data showed evidence of battery alarms and short battery life with a voltage drop. During a visual inspection of the pump, the battery compartment was observed to be cracked. The cartridge compartment was damaged along the top of the compartment. The cartridge cap was able to fully secure to the pump. The returned battery cap secured properly to the pump, and a power loss was not observed. Current draws measured within specifications. The pump case was removed and there was evidence of moisture contamination on transceiver board and force sensor housing. The complaint of a battery life issue was shown in the pump history but was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.